Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. This is a follow up submission due to part number change. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. No device malfunction identified. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that after a tendon finger repair and four months post-op, the implant is protruding out from the bone and becoming very painful. No further details given at this time.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. No device malfunction identified. At this time, it cannot be determined how the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that after a tendon finger repair and four months post-op, the implant is protruding out from the bone and becoming very painful. No further details given at this time.